Event description:
The lens was removed and replaced several weeks postoperative routine cataract surgery. The physician stated he was unhappy with the placement of the lens.

Manufacturer narrative:
The intraocular lens was received in a condition that made analysis impossible. Optic was cut in two pieces, haptics were missing. Intraocular lens passed all mfg specifications prior to its release. A definitive cause for this adverse event is undeterminable.